Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred when the heparin line came out of the main tubing during a patient¿s hemodialysis (hd) treatment. The blood leak occurred approximately one hour into the treatment. It was reported that a technician first noticed a few drops of blood on the machine; however, they did not know where it was coming from. They cleaned the blood with sterile gauze and continued to closely monitor the situation. A few minutes later, they noticed a steady drip coming from the heparin line connection. At that point, the technician called a nurse to the station for assistance. They paused the patient¿s treatment and began to rinse back their blood. As the patient¿s blood was being returned, it was noted that the heparin line had completely separated. It was confirmed there was no leaking during the priming, and there were no machine alarms. Once the separation was noted, the lines were clamped and no additional blood was returned. The patient's estimated blood loss (ebl) was reportedly between 100 and 200 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The combi set was not available to be returned for evaluation as it was reportedly discarded. However, a photo was provided for review.

Manufacturer narrative:
Plant investigation: the complaint sample was not available for manufacturer evaluation. However, a photo of the alleged malfunction was provided for review. In the photo it can be observed that the heparin line separated from the red ¿t¿ connector. This type of failure can be attributed to a few different causes: an inadvertent omission from the operator by not following the work instruction, not applying solvent correctly in the components during the manufacturing process, or a lack of solvent applied during the assembly of the components. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed based on the provided photograph.

Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred when the heparin line came out of the main tubing during a patient¿s hemodialysis (hd) treatment. The blood leak occurred approximately one hour into the treatment. It was reported that a technician first noticed a few drops of blood on the machine; however, they did not know where it was coming from. They cleaned the blood with sterile gauze and continued to closely monitor the situation. A few minutes later, they noticed a steady drip coming from the heparin line connection. At that point, the technician called a nurse to the station for assistance. They paused the patient¿s treatment and began to rinse back their blood. As the patient¿s blood was being returned, it was noted that the heparin line had completely separated. It was confirmed there was no leaking during the priming, and there were no machine alarms. Once the separation was noted, the lines were clamped and no additional blood was returned. The patient's estimated blood loss (ebl) was reportedly between 100 and 200 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The combi set was not available to be returned for evaluation as it was reportedly discarded. However, a photo was provided for review.